Manufacturer narrative:
Occupation: non-healthcare professional. PMA/510k # exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a left ureteroscopy & basket extraction of stone fragments, the basket tip of the ngage nitinol stone extractor would not go into the ureteroscope because the basket would not close all the way. They were unable to use the device.(this MDR is for this first device.) A second same device type was used, and once used for an initial attempt, the basket would not close all the way and could not be used for another pass through the ureteroscope (reference MDR # 1820334-2018-02624). A third device was used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
H6: evaluation conclusion codes: cause not established (4315). Investigation /evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The device was returned with the handle and the basket formation in the closed positions. The collet knob is tight and secure. The male luer lock adapter (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3.7 cm in length. A visual examination noted the basket sheath has a kink at the base of the support sheath. A functional test determined the handle actuates the basket formation; however, the basket formation does not close completely. A review of the device history record found there were no non-conformances associated with the complaint device lot number 8974838. A review of complaint history records revealed no other complaint has been reported for lot number 8974838. According to the instructions for use (IFU): caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not fully close. The sheath was found to be kinked at the base of the support sheath. The kink prevented the basket subassembly from moving freely within the sheath when the handle was functioned. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. The IFU contains cautions about manipulating the device to prevent damage. Since no information related to product handling is available, the definitive cause could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.